Manufacturer narrative:
(B)(4)

Event description:
It was reported that upon interrogation, the right atrial lead exhibited noise and low impedance. Noise was recreated with isometrics. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Final analysis found that the lead was returned in two pieces. The surface insulation abrasion was noted. Suture sleeve tie down mark was noted at 31.4cm from the distal end. All other damages were consistent with the time of explant.